Event description:
It was reported that during device interrogation, repeated inappropriate shocks were observed. Patient was asymptomatic and was discharged. No further information was provided.

Event description:
New information states that noise was confirmed to be observed on the lead. The lead was explanted and replaced. Patient is in stable condition.